Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set kinked cannula event on (B)(6) 2025. The patient experienced high blood glucose level 500mg/dl and treated with correction bolus via pump. The infusion set was used for five hours. No further information available.